Manufacturer narrative:
A product investigation is in progress.

Event description:
Top half of tampon detached inside (vagina) [foreign body in reproductive tract]. Top half of tampon detached [device breakage]. Top half of tampon detached inside upon removal [complication of device removal]. Concern on which products and whether they were legitimate products - tampax pearl [suspected counterfeit product]. Case description: consumer reported via e-mail that top half of tampon came loose during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Top half of tampon detached inside (vagina) [foreign body in reproductive tract]. Infection- vaginal [vaginal infection]. Pain- vaginal [vulvovaginal pain]. Top half of tampon detached [device breakage]. Top half of tampon detached inside upon removal [complication of device removal]. Concern on which products and whether they were legitimate products - tampax pearl [suspected counterfeit product]. Tampon caused pain-vaginal [medical device site pain]. Case description: consumer reported via e-mail that top half of tampon came loose during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Top half of tampon detached inside (vagina) [foreign body in reproductive tract]. Top half of tampon detached [device breakage]. Top half of tampon detached inside upon removal [complication of device removal]. Concern on which products and whether they were legitimate products - tampax pearl [suspected counterfeit product] . Case description: consumer reported via e-mail that top half of tampon came loose during removal. No serious injury reported. Lot numbers: 0238208001 v1, hu p:25/08/20 22:14.